Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 03/15/2016. Date of follow-up report : 03/29/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the sealing effect of the device was "not good" and "hemostasis was not great." It is not clear if end tones or regrasp alarms were heard, but the customer states that the device "worked like normal". This occurred after the 2nd or 3rd activation. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : 03/15/2016; date of follow-up report #1 : 03/29/2016; date of follow-up report #2 : 04/19/2106.

Event description:
The customer further reported that the ligasure device did not cause the bleeding. However, it was further reported that it was not able to stop the bleeding as well. The bleeding was described as being ¿so small it was not noted¿ and was managed with monopolar coagulation. The ligasure would create a seal when trying to stop the bleeding but would stick to the tissue when removing the device, thus pulling the seal from the tissue. The jaws were cleaned before each application. The generator was set at 3 bars.